Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced bilateral swelling and pain post procedure. The patient stated to have lost thirty pounds. The patient consulted a physician who indicated that she may have a blood infected. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-05516 for contralateral prosthesis report.